Manufacturer narrative:
(B)(4).

Event description:
Procedure type: according to the reporter: the endo gia universal could not fire successfully as it was stuck and could not be removed. The joint of duet was broken. The device was removed with external force. There was no blood loss in excess of 250cc nor was there any tissue damage. Surgical time extended by more than 30 minutes due to the product problem.